Event description:
It was reported that in an attempt to expand an acculif pl implant, once the syringe was attached, saline leaked from the connection. This leakage did not allow for the expansion of the implant. The syringe was removed, a new o ring was placed on the top, and the connection was attempted once again. This time the o ring was broken upon the attempted connection. Again the ring was replaced and the connection was tried again. This time, there was no positive connection achieved, it was apparent as the syringe was loose and wobbled after a poor connection was made. The syringe was once again removed, the tubing was replaced, the ring was swapped out and we tried a final time. Again, no connection was made and an o ring was broken. The surgeon then removed the implant and replaced the implant with an alternative peek device.

Manufacturer narrative:
Method: device not returned. Results: device not returned. Device history review could not be performed. Conclusion: none of the broken o-rings were returned with the instrument kit. The plausible root cause of the reported event is user related, specifically misalignment of the syringe and inserter during assembly.

Event description:
It was reported that in an attempt to expand an acculif pl implant, once the syringe was attached, saline leaked from the connection. This leakage did not allow for the expansion of the implant. The syringe was removed, a new o ring was placed on the top, and the connection was attempted once again. This time the o ring was broken upon the attempted connection. Again the ring was replaced and the connection was tried again. This time, there was no positive connection achieved, it was apparent as the syringe was loose and wobbled after a poor connection was made. The syringe was once again removed, the tubing was replaced, the ring was swapped out and we tried a final time. Again, no connection was made and an o ring was broken. The surgeon then removed the implant and replaced the implant with an alternative peek device.